Event description:
During the procedure the physician felt severe friction between the stent and microcatheter whist attempting to release the stent. The stent moved proximal to the aneurysm along with the catheter and the stent prematurely deployed with the distal portion of the stent protruding into the aneurysm. Another stent was placed at the target lesion and coil embolization was successfully completed. No clinical consequences to the pt.